Manufacturer narrative:
The reported issue with has been confirmed in service report and problem description. Log files were not provided. Our field service engineer (fse) was on-site for further investigation and resolved the issue by cleaning and drying the affected parts. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was contaminated due to overfilled humidifier.

Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).